Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly had a crack near the cuff. It was further reported that the device was removed and replaced. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly had a crack near the cuff. It was further reported that the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue, as a circumferential split was noted approximately 19.0cm from the distal end of the bifurcate. The circumferential split was noted to be smooth and uneven. A small pinhole was noted on the catheter proximal to the distal end of the tissue cuff. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.